Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged 7 days post implant. An invasive procedure was performed. The lead was successfully repositioned. Approximately 8 days later, the lead exhibited oversensing. Another invasive procedure was performed. The lead was again repositioned. Subsequent information was received that 7 days later, the lead exhibited increased threshold measurements. The patient is not pacemaker dependent and the physician will continue monitoring. No additional adverse patient effects were reported. This product remains implanted and in service.